Manufacturer narrative:
The reported field event of backup vvi was confirmed in the laboratory and was caused by a power on reset caused by a low battery. A source of high current drain was found in an anomalous component within the hybrid circuitry , but the device met its expected longevity.

Event description:
It was reported that during interrogation device went into back up mode. It was noted that the device had reached eri in (B)(6) of 2011. Device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated but not yet begun.